Manufacturer narrative:
The device successfully passed cavity integrity assessment (cia), and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. Root cause cannot be determined. This observation will be monitored and trended.

Manufacturer narrative:
Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that, during the procedure the cavity integrity assesment failed. Petroleum gauze was applied to the cervical collar of the device but the cavity integrity assessment failed three more times. The physician visualized the uterus hysteroscopically and a pathway was found at the fundus. Fluid was lost quickly and the physician assumed there was a perforation but never confirmed this via hysteroscopy or laparoscopically. The case was finished up. No additional details.